Manufacturer narrative:
(B)(4). Summary evaluation: the condition of a colleague infusion pump with a failure code 814:04 was found and confirmed by baxter personnel during service evaluation. This condition was caused by faulty pumphead module. The channel c pumphead module was replaced to correct this condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During device evaluation by baxter personnel, a colleague infusion pump was found to have experienced failure code 814:04 during delivery, interrupting delivery. There was no patient involvement. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.03.00.